Event description:
The facility representative reported to baxter (B)(4) technical services one colleague infusion pump that made noise when put on a patient and interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The condition of made noise was confirmed due to a noisy pump head module. The pump head module was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).